Event description:
Caller reported a malfunction on the pump, identified as malf 12. Despite the issue, there was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with pump reset information, and after resetting, no recurrence of the malfunction code was observed. Customer was instructed to continue using the pump and to call back if the malfunction code happens again. There was acknowledgment and understanding from the caller regarding the instructions.